Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient experienced chest pain due to the lead not properly positioned. A couple of months later fluoroscopy revealed the tip of the rv lead perforated. System replacement was then completed. The patient condition is well.

Event description:
The patient reported that they received multiple inappropriate shocks due to a lead malfunction that induced atrial fibrillation. The lead was explanted. No further information is available.